Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old non-hispanic female patient who underwent a breast reconstruction revision with 700cc mentor memorygel breast implants experienced bilateral implant rupture, left-sided capsular contracture (unknown grade) and left-sided local reaction postoperatively. The patient reported complications of pain, bilateral lumps, and that the left side is swollen near the armpit. The patient also stated suffering with lung cancer. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The implantation date is the best estimate based on available information. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the right-sided implant.